Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient¿s doctor was unable to get the lead implanted properly. It was reported that the lead wire kept ¿crinkling up,¿ and the healthcare provider (hcp) couldn¿t get the lead wire to go in straight. No symptoms or complications were reported.